Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported while replacing the external liquid waste container which was attached to the external waste pump for the alinity I processing module, she felt a splash/droplets from the tubing directed towards her mouth. She was wearing gloves, lab coat and googles but not face shield or mask at the time of the incident. The customer followed her internal protocol for exposure and blood screening tests were ordered. There was no treatment given. There was no impact to the user reported and there was impact to patient management reported.

Event description:
The customer reported while replacing the external liquid waste container which was attached to the external waste pump for the alinity I processing module, she felt a splash/droplets from the tubing directed towards her mouth. She was wearing gloves, lab coat and googles but not face shield or mask at the time of the incident. The customer followed her internal protocol for exposure and blood screening tests were ordered. There was no treatment given. There was no impact to the user reported and there was impact to patient management reported.

Manufacturer narrative:
Section d10 - concomitant product: the concomitant product was removed. The customer was emptying a (non-abbott) waste container used to collect liquid waste from the instrument. The waste tubing splashed liquid on a technician near the mouth. The technician was wearing safety glasses, a lab coat, and gloves but no face mask or shield. No treatment was needed or provided. An instrument service history review revealed no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding splashing occurrence since the reported incident. A review of tracking and trending for the waste tubing did not identify any trends for splashing as described in this complaint. The device history record was reviewed, and no non-conformances or deviations was identified. Labeling was reviewed and found to be adequate. The customer was emptying a non-abbott waste container when the incident occurred. Based on the investigation, no systemic issue or deficiency was identified. The alinity I processing module serial number ai03682 is performing as expected.